Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the buttons of insulin pump were not always respond when they first press them. Customer also stated that battery life was diminished and it was last less than 7 days, display of insulin pump had scratched and the rainbow effect on the screen of insulin pump that marked it hard to read. Customer also stated that they heard unusual noise different form the normal and rewind was slower that it had been in the past. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with normal operating current. Device passed displacement test, rewind and self test. Device passed off no power test. No unexpected rewind or noise anomalies noted. No unexpected low battery alarm anomalies noted. Device received with minor scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).